Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was automatically on and off. The customer¿s blood glucose level was 101 mg/dl. The customer also reported that insulin pump had failed battery test alarm. The device will not be returned for the analysis.